Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer's quality control (qc) for electrolytes were within ranges for levels 1, 2 and 3. A siemens customer service engineer (cse) was dispatched to the customer's site. After analyzing the instrument, the cse replaced the sample probe tip and aligned it. The cse installed a new sample tubing. The cse cleaned the integrated multi-sensor technology (imt) module. The cse replaced the imt sensor. The issue resolved after service intervention. The cause of the discordant, falsely elevated glucose (gluc) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated glucose (gluc) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s) who questioned it. The sample was repeated on an alternate dimension exl instrument ((B)(4)), resulting lower. The corrected result from the alternate instrument was reported to the physician(s). The customer stated that the patient underwent an unknown treatment. There are no reports of patient adverse health consequences due to the discordant, falsely elevated gluc result.